Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500+ mg/dl. Customer also stated that insulin pump had pump error alarm. Customer was able to clear the alarm. Customer was able to complete rewind. Customer was assisted with performing self test and test passed. Customer stated insulin pump received pump error with no beep. Customer was assisted with troubleshooting for beep. Customer declined high blood glucose because insulin pump was not delivering insulin due to pump error. The device will be returned for analysis.